Manufacturer narrative:
We have now concluded our investigation for the complaint received. The returned device was functionally evaluated. Although the back enclosure was found to be broken, there was no issues found with the battery. The reported failure mode could not be confirmed. To comply with safety regulations this device will fail to charge if it reaches 45°c. This can be caused by the external temperature, how the device is stored and also the heat produced by the device. The device will still carry out npwt at this temperature but will not charge. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no problems were found with the returned device, a root cause was not determined on this occasion.

Event description:
It was reported that the pump does not charge.